Manufacturer narrative:
The patient was discharged totally recovered. The device is not available for investigation, it was discarded after the clinical case as no malfunction occurred during the procedure.

Event description:
During cryoablation procedure, several lesions were done and a short lesion of 30 seconds resulted in several blocked beats, which resolved after 15 seconds. The procedure was completed without further incident. Through the night the patient was in a third degree block, he was monitored throughout he day and recovered, without sequel by late afternoon.